Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. E1: initial reporter city: (B)(6). Investigation summary: bd had not received any samples or photos for investigation. Therefore, ten retained samples were functionally tested, and the cannula did not separate from the tubing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates during use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the needle and holder spin out in an unspecified number of devices. No adverse impact was reported regarding the patient or user.